Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurrence. The remote service engineer(rse) identified that force sensor in clea stand was defective. The philips field service engineer(fse) visited onsite and confirmed reported problem. The fse replaced force senser and performed force sensor and bodyguard calibration. Following replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there were c-arm movement issues with the azurion device. No harm was reported to philips. Philips has started an investigation of this complaint.